Manufacturer narrative:
This report is being updated to provided investigation findings. Investigation summary/conclusion: the reported event details state the user experienced a shock by the exchange of a surgical energy system and cable. No mention is made of the workstation/transformer beyond requesting its voltage rating and noting that it was inspected and no visible defect was noted. The following is included as an interpretation of information provided: the injured party (user) was reported to have been shocked while connecting an electrosurgery accessory with the: "the valleylab force2" still powered on. This is the surgical energy generator. Given that the purpose if this unit is to supply high voltage energy for the purpose of surgical procedures it would seem a reasonable precaution to require that the unit be powered off before accessing the conductive end of the equipment, this caution has not been taken. The suggested conclusion is thus that the olympus equipment has no fault and a combination of customer error (in changing electro-surgical accessory while source is powered on) and possible failure of non-olympus equipment ("valleylab force 2 " surgical energy system) is potentially the cause.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238 - 2021 - 00370.

Event description:
The customer reports while preparing for an unspecified procedure using a wm-dp2 workstation and a maj-860 active cord (along with a valleylab generator and bovie), the endoscopy technician experienced an electrical shock while connecting an electrosurgery accessory (boston scientific single use polypectomy snare). It is reported the technician's gloves were wet and the generator was powered on at the time he attempted to connect the snare. The technician declined an emergency room visit for evaluation at the time and continued to work the remainder of the day. The technician's current condition is described as unable to work due to "his arm and hand are still swollen and numb." The devices were used for the remained of the day with no further issues reported. Biomed checked units and found no issues. The maj-860 was inspected with no visible damage noted. Biomed has removed the non-olympus generator from use and replaced with another unit on a separate cart/ roll stand. The olympus cord (maj-860) and bovie were checked out by biomed, and no malfunctions were identified. The olympus maj-860 has been replaced with a boston scientific active cord. No further issues reported. Case with patient identifier (B)(6) reports the wm-dp2 workstation (this report). Case with patient identifier (B)(6) reports the maj-860.